Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but did not reproduce the system error 322. Evaluation found the upper hook switch to be damaged and most likely caused the system error 322. The upper auxiliary assembly was replaced to correct this condition. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate system error 322 alarms.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a system error 322 alarm. There was no patient involvement.